Event description:
The account stated that a falsely elevated troponin adv result of 0.51 ng/ml was generated which repeated at 0.47 ng/ml. The sample was tested on the beckman access with a result of 0.01 ng/ml generated. The patient was treated with the following medications: plavix p.o. And enoxaparin.

Manufacturer narrative:
The customer discovered that solution #4 (linediluent) container was empty but the system displayed the volume as updated. The customer felt the weight scale sensor on the instrument should have detected that the container was too light but failed to do so. Field service was dispatched to inspect the instrument. The field service representative (fsr) could not reproduce the customer's concern. The fsr inspected and cleaned the solution scale area then ran a dispense check which was acceptable. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.